Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. (B)(6).

Event description:
The customer reported that the spo2 value is not stable and the pr value is also not stable. No consequences or impact to patient were reported.